Event description:
During an incident in 2005 involving a pt who was down and pulseless with bystander CPR in progress when this ems crew arrived, this defibrillator analyzed, charged, committed to treat, but when the shock button was pressed, the unit prompted "sm9 transistor voltage". The unit was turned off, the battery changed, and the unit again analyzed, and charged, but when the shock button was pressed, the unit again prompted the "sm9" message. The pt was then transported to a hosp by this ems squad. The hosp shocked the pt once with their defibrillator and they converted. The pt was then transported by helicopter, still alive, to another medical center.